Manufacturer narrative:
The device is currently undergoing eval by gore. Additional information will be included on a follow-up report.

Event description:
On (B)(6) 2013, this pt was undergoing endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. The proximal end of the device deployed correctly; however, the ipsilateral leg did not fully deploy. After several attempts to fully release the ipsilateral leg from the deployment line, the physician converted the pt to an open procedure. The pt tolerated the procedure.